Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy which can lead to increased friction during deployment. In this case, no information regarding the vessel anatomy was provided. Insufficient flushing of the device may be another contributing factor to the reported event. Also the usage of inappropriately sized accessories may contribute to the reported type of event. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size" and "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Regarding the use of accessories, the IFU indicates that a 0.035 inch (0.89 mm) guide wire and an introducer sheath with appropriate inner diameter are required for the procedure. Also the IFU states that the delivery system must be flushed with sterile saline. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details.

Event description:
It was reported that the endovascular stent graft was difficult to deploy; however, finally it could be deployed and no further treatment was necessary. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2016-00024.